Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided a complete pump reset guide and assisted the customer through the process, after which the error code did not reappear, and the sensor session successfully resumed.